Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the keypad rubber was undamaged; all buttons respond properly. The keypad cover was removed; no contamination or damage was found to the keys' contacts. Investigation was unable to duplicate the ¿tactile changes¿ complaint. Unrelated to the original complaint, evidence of moisture corrosion was observed in the battery canister and on the display screen. A leak test failed due a battery compartment leak. The pump¿s cover was removed; moisture corrosion was found to the keypad flex/connector and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was moisture alleged behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.